Event description:
The reason for the call was that the patient reported feeling an electrical shock from their back to their legs last night when turning over onto their right side. Patient also stated that this morning; while lying down and about to sit up, they felt an electric shock from their right buttock down to their legs. Patient confirmed there had been no recent falls or trauma. Agent reviewed the information, provided nas number, and redirected the patient to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated information on this case and stated that a week after their implant they got a shocking on they back and leg and it happen when they are trying to turn over on their bet and will went away once they sat down. Patient stated that next morning it happen again and only happen two times. Agent redirected patient to hcp.